Manufacturer narrative:
H3: product analysis #810519160:8881028 lot# 0906356w visual and microscopic inspection confirmed the peek portion of the spacer has broken away from the spacer. There are witness marks on the backside of the spacer indicating that the spacer was impacted. Both of the ears on the peek portion of the spacer have broken off indicating that the implant came in contact with bone and was pushed back, causing the ears to break off and that section of the implant to separate. This type of damage is consistent with excessive force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having l4-5 tlif for unknown I ndication. It was reported that after using elevate's distractor and choosing appropriate size of implant. The surgeon inserted the prosthesis and expanded the implant. The surgeon felt the cage wasn't expanding then he collapsed the cage and removed the cage. The cage is broken. The surgeon replaced with the same size of cage and finished the surgery.  There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.